Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, via a left carotid access, the valve was attempted to be implanted low, however, the valve dislodged down to the left ventricle. The valve's waist was at the aortic valve annulus height and the outflow crown was in the sinus. An echocardiogram revealed severe mitral valve regurgitation due to the low valve position. It was reported the valve was possibly interfering with the mitral valve's chordae and papillary muscles. It was attempted multiple times to snare the valve, however, was unsuccessful. A pericardial effusion developed while maintaining stable sinus rhythm and blood pressure. The valve was subsequently surgically removed and replaced with a surgical valve and the aorta was repaired. The patient was stable. No further adverse patient effects were reported.